Event description:
A company sales rep reported that an unspecified percutaneous tracheostomy tube became dislodged while in use on a pt. It is not known if it is related to a product problem or user error. More info has been requested.

Manufacturer narrative:
The tube type and lot number is unk therefore the date of MFR cannot be determined and the device history record cannot be reviewed. If the sample is returned a failure investigation will be performed. Attempts to gather more info from the customer have not been successful to date.